Manufacturer narrative:
The patient confirmed that the blood pressure monitor cuff was the incorrect size. The device associated with this incident was returned for investigation. The blood pressure monitor passed all tests preformed. This indicates the blood pressure monitor is performing as intended.

Event description:
The patient reported that their doctor made medication changes twice based off the results of the blood pressure monitor reading.